Event description:
Caller reported experiencing cartridge alarm 20 multiple times daily from (B)(6) 2025, through (B)(6) 2026. The customer's blood glucose level was affected, displaying as "high" on (B)(6) 2026, but no specific values were provided. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the pump was in warranty and arranged to replace it with one that has updated software. The customer was advised on necessary actions, including storing the old pump before returning it to tandem and programming the replacement pump settings. The replacement pump was sent, and the customer acknowledged understanding all instructions given by technical support.